Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Reportedly, the customer replaced the cartridge and continued insulin therapy and addressed the bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.